Event description:
It was reported that the zimmer skin graft mesher was broken. During device analysis, it was determined that the comb was bent. Clinical follow up with the customer could not provide any additional info regarding the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 2/21/2002 and was last repaired on 9/6/2012 for a non-related issue. Eval of the device observed that the ratchet gear was stuck on the roller. It was also observed that the roller, comb, side plates and gear were damaged. A test mean and calibration could not be performed due to damage of the comb. The complaint was likely caused by roller and ratchet gear damaged due to improper handling by the customer. The device was serviced and returned to the customer.